Manufacturer narrative:
The manufacturer had previously reported this case for the allegation of particles in airpath. The manufacturer received new information alleging eye irritation and asthma. In the current report, box b1 and section h has been updated to be reflected as serious injury.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.